Event description:
The customer reported that the 840 ventilator had an unresponsive keyboard. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).